Event description:
The customer reported the battery does not charge; it is not detected. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the battery does not charge; it is not detected. There was no report of pt involvement. The device was not evaluated by philips. The customer stated they resolved the issue with the device. We cannot determine the cause of the customer's report symptom from the available info.